Event description:
A patient called and said that she was on treatment the other day in the fill phase when she noticed solution leaking from the cassette door. There is no sample. No report of pt ill effect.

Manufacturer narrative:
Device history record review: one complaint has been received on this lot. Sample analysis: no sample is available for an evaluation. Conclusions: the complaint is unconfirmed. Event data will be trended per quality data analysis procedure.